Event description:
The patient received her scs system on (B)(6) 2006. It was reported that the patient could not turn stimulation up to perception. A diagnostic test revealed high impedance readings on multiple lead contacts. Follow up on the patient found that an x-ray did not show lead migration or fracture. The patient was reprogrammed and reported adequate stimulation coverage. This report is being submitted as a precautionary measure as similar reported events have resulted in the explant of the device.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.